Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) levels of "high"; specific value was not provided. On (B)(6) 2023 customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a bg level of over 600 mg/dl and a high ketone level identified as life threatening by healthcare provider. Reportedly, the customer had a heart attack and experienced kidney failure due to the issue. The customer performed a supply change, delivered a correction bolus via the pump, and administered multiple manual injections prior to going to the ER to address bg. Customer was treated with intravenous fluids of saline and insulin while in the hospital which reportedly resolved the issue. Customer was released from the ICU on (B)(6) 2023. Additionally, it was reported that an auto off alarm occurred, tandem technical support educated the customer on the reason for the alarm and that it will occur when the pump has not been interacted with for a period of time and will suspend insulin delivery, the customer acknowledged.